Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient experienced bacterial endocarditis with vegetation in the mitral valve and had recurrent bacteremia. There were no additional adverse patient effects reported. The product was explanted.